Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt has recently experienced an increase in seizure activity and no longer feels device stimulation. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Review of x-rays by both physician and manufcaturer revealed a fracture in the lead wire. Revision surgery is planned. Report is incomplete becase device tracking information was not forwarded to manufacturer at the time of implant.

Event description:
It was reported that the patient recalled feeling a buzzing sensation around her upper left chest when the issue occurred with this lead. No additional pertinent information has been received to date.